Event description:
The reported event was that a bipolar instrument could not be fired while using a force triad electrosurgical unit (esu). The customer replaced the force triad esu with a vio da vinci esu to resolve the issue. The procedure continued as planned following the change. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".